Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during treatment of a chronic total occlusion (cto) lesion of the patient's superficial femoral artery (sfa), the cxi support catheter was unable to advance through the lesion. The tip of the catheter was observed to be damaged - frayed. It was noted that the patient's lesion was severely calcified, but not severely tortuous. Another device was used to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information; (B)(4). Device evaluation has begun; however, a conclusion is not yet available. The complaint device was not returned for investigation. A device from the same lot was received from the distribution center for the investigation of the complaint regarding the device would not pass through the lesion/frayed tip. Upon removal of the strain relief from the representative device, a kink was visualized in the shaft of the catheter. This report includes information for the kink and also what is known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. There were four other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.